Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnosis: impending hardware failure, cervical pseudo arthrosis status post c4 to c7 anterior decompression and fusion and cage reconstruction. Patient underwent the following procedure: midline posterior approach to cervical spine. Instrumentation c3, c4, c5, c6 lateral mass screw placement, c7 pedicle screw placement, posterior segmental instrumentation and fusion c3 to c7. Decompressive laminectomy c4, c5, c6. Foraminotomies c5, c6 bilaterally. Posterolateral bone graft combination of locally morsellized autograft, allograft plus medium rhbmp-2 kit. Bone marrow aspiration. Application vitagel. As per-op notes: patient underwent fusion surgery using rhbmp-2. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.